Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a stage iii pressure ulcer to the heel and occipital area while utilizing a progressa bed. The injury was first observed eight days post hospital admission. The patient required wound debridement. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. The bed underwent functional testing and checked the pressure controls, and the bed performed according to product specifications. The manufacturing record was reviewed and concluded that the bed had not been serviced for the last 12 months. The reported condition could not be replicated; therefore, the event was not verified. Should additional relevant information become available, a supplemental report will be submitted.